Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The btt short port was not returned to the factory for evaluation. However, the vv7 cannula was returned for investigation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Sign of blood were observed on the cannula handle. Small amounts of tissue and blood were observed on the c-ring. The c-ring was completely in tact. No failures were observed with the cannula. Based on the condition of the device, the reported failure "leak; valve air leak" was unable to be confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a co2 leak in the tubing port. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a co2 leak in the tubing port. The hospital did not report any patient effects.